Event description:
It was reported to philips that the xtravision pc failed to boot, impacting video output on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the wall outlet and video connection box, calibrated the system, and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).